Event description:
Reportedly, during a laparoscopic cholecystectomy, the cover clamps disengaged on the trocar, exposing the patient to the metal. Another device was used. There was no reported patient injury.